Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings: a review of the pump history shows one low battery warning at 02:20 and one replace battery alarm at 04:30 on 05/14/2013. Following the alarms, there is no evidence of a power on reset to reflect a battery change. Visual inspection revealed no damage to the battery compartment or cap and the battery cap attached securely to the pump. During testing, the pump powered on appropriately. The pump was exercised for 24 hours and no power loss or battery related warnings occurred. During investigation, the pump was opened and no internal damage was found. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.